Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "we did a secure fit plus max stem with a trident tritanium acetabular component. We implanted the cup which was a 70cm tritanium. We put in the corresponding 54 I mdm liner. Then we implanted a 54 adm insert with a 28 +0 head. The adm component was the incorrect size so revision was required."